Manufacturer narrative:
Concomitant medical products: 250ml baxter infusion bag (lot p354746 exp (B)(6) of dopamine hci. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked while the pump was infusing. It was reported that there have been ongoing problems with leaking with no details of any specific patient events provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. Visual inspection showed that the silicone segment had a 0.0538 inch long tear near the upper fitment. Visual examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing was performed; a leak from the silicone tubing near the upper fitment was observed. The cause of the leak was a tear in the silicone segment. The cause of the tear was not identified.